Event description:
It was reported that after a firmware update, the ilet experienced intermittent communication failure with the dexcom g7, resulting in temporary signal loss to the ilet and no glucose readings; troubleshooting included toggling settings and re-entering the sensor code, and the user was advised to wait for reconnection. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involved components aligning to electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient wireless interference leading to temporary loss of sensor signal.